Event description:
Pencil activated cut even while switch was not pressed. Scrub nurse noticed rapid clicking in machine followed by a solid hum. The surgeon took pictures of the burns (4 separate burn sites). These pictures are not available. These burns were witnessed on the left breast of the patient. One burn was sutured. The patient is doing fine, and was home.

Manufacturer narrative:
Conmed electrosurgery received one (1) conmed reusable pencil in fair condition, no damage visible. We performed an esu interface in all modes and the returned pencil passed. No self-activation was found. The returned pencil only activates when the buttons are pressed. During testing the pencil cable was twisted to check for wiring/insulation integrity. The returned pencil was opened, corrosion was noticed on the circuit board. We are unable to determine what caused this corrosion, however, it appears the pencil was immersed in some sort of liquid. The instructions for use for this instrument states: cleaning: after removing and discarding the used single use disposable electrode, remove any obvious debris accumulated during use from the device with a soft, non-metallic instrument cleaning brush plus mild detergent and sterile purified water solution. Rinse throughly with sterile, purified water until free of detergent residual and debris, then thoroughly dry using a sterile wipe, (do not fully immerse in fluids). Conmed electrosurgery was unable to duplicate/confirm the reported malfunction.